Event description:
Customer reported receiving inaccurate high glucose readings from their precision xtra meter. Customer reported experiencing symptoms of "shaking, weak and then lost consciousness". Customer reported her husband gave her some honey and oranges (treated her low blood sugar) then called the paramedics. Customer reported there was no treatment given to her by the paramedics. Note: customer reported not washing her hands before testing. This could account for inaccurate high readings.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.